Event description:
Doctors office stated the hub of the syringe coming loose causing the needle to disengage. The product sprayed and the needle did have pt contact. No injury reported. Event is being reported due to potential for injury should event recur.